Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is pediatric. Although requested, further information was not provided.

Event description:
The customer received the IV tubing set from staff with no information, and reported that there was an unspecified IV tubing set issue. When the product was received, it was noted that the tubing set had broken at the upper fitment connection to the syringe adapter. There was no report of consequence or impact to a patient from any event involving the product. No further information was provided.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s report that set broke at the syringe adapter site was confirmed. Visual inspection noted the set broken at the spike adaptor. The break occurs between the vented spike and the upper fitment. No other anomalies was observed. Closer inspection of the two exposed surfaces of the broken vented spike component revealed that the broken surfaces were uneven and jagged. In addition, fine vertical lines were observed at the opening/rim of the upper fitment. These observations are an indication of stress and signify that leverage was likely applied at this area causing the break and resulting leak. Functional testing was deemed unnecessary due to the set¿s break. The root cause of the breakage was identified as an outside force being applied to the component. The root cause of the outside force could not be identified. Device history record for model 10010483 could not be performed due to no lot number being provided by customer.

Event description:
The customer received the IV tubing sets from staff with no information, and reported that there was an unspecified IV tubing set issue. When the products were received, it was noted that the tubing sets had broken at the upper fitment connection to the syringe adapter. There was no report of consequence or impact to a patient from any event involving the product. No further information was provided.